Event description:
Healthcare professional (hcp) reported that a patient injected with 4.0ml of juvéderm® volux¿ into the jawline (jw1, jw4, jw5) and chin (c1, c2). Almost 5 months later, patient presented with "inflammatory nodules on all injection sites/whole jawline". Patient was treated with solupred and bromelain 3 pills a day daily. Symptoms has been resolved.

Manufacturer narrative:
Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported that a patient injected with 4.0ml of juvéderm® volux¿ into the jawline (jw1, jw4, jw5) and chin (c1, c2). Almost 5 months later, patient presented with "inflammatory nodules on all injection sites/whole jawline". Patient was treated with solupred and bromelain 3 pills a day daily. Symptoms has been resolved.